Event description:
It was reported to boston scientific that a wallflex enteral duodenal stent was implanted to treat an approximately 1cm sized stenosis within the duodenum on (B)(6), 2010. During the procedure, after the physician had partially deployed the stent, he stopped to check for proper placement. When he resumed deployment, the stent was deployed in an unintended position. The physician noted that the flare of the stent was on the distal end as opposed to the proximal end. The physician alleges that the stent was upside down on the delivery device and this led to the stent being placed in the incorrect position. The physician attempted to retrieve the stent using a boston scientific snare and forceps, but was unsuccessful. The patient's anatomy was reported to be severely tortuous and the stricture was very hard. Although the physician had no concerns about leaving the stent in place, the physician decided to place a second wallflex enteral duodenal stent the following day. The second stent was successfully implanted through the first stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedures was reported to be good. Additional information received (B)(6), 2010: the physician's experience with this device was limited. The physician had only implanted a wallflex enteral duodenal stent one other time on a different patient. That procedure was successfully completed without issue.

Event description:
It was reported to boston scientific that a wallflex enteral duodenal stent was implanted to treat an approximately 1cm sized stenosis within the duodenum on (B)(6) 2010. During the procedure, after the physician had partially deployed the stent, he stopped to check for proper placement. When he resumed deployment, the stent was deployed in an unintended position. The physician noted that the flare of the stent was on the distal end as opposed to the proximal end. The physician alleges that the stent was upside down on the delivery device and this led to the stent being placed in the incorrect position. The physician attempted to retrieve the stent using a boston scientific snare and forceps, but was unsuccessful. The patient's anatomy was reported to be severely tortuous and the stricture was very hard. Although the physician had no concerns about leaving the stent in place, the physician decided to place a second wallflex enteral duodenal stent the following day. The second stent was successfully implanted through the first stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedures was reported to be good.

Manufacturer narrative:
(B)(4)- additional therapeutic procedure necessary.the suspect device has been implanted and is not available for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: a visual, and functional examination of the complaint device could not be performed since the device was not returned for analysis. However images of the complaint device were reviewed. Analysis of the received images of the implanted stent indicates that the flare of the stent is in the incorrect orientation. A review of the manufacturing documentation found no anomalies to indicate any issues with this batch. There were no deviations during manufacture and there were no devices scrapped during manufacture of this batch. There were no 6cm length wallflex enteral colonic devices manufactured on this day. This indicates that there was no potential for a product mix up to occur. During the manufacture of this device the correct orientation of the stent is 100% verified at three inspection steps, including an automated vision system. This automated vision system ensures that the stent is in the correct orientation for the batch being processed and detects if the stent is in the incorrect orientation. A review of the records for this batch along with the batch manufactured prior to and post this batch found no issues. All 20 devices in this batch passed the 100% inspections and were successfully released to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. There was no rework or repackaging of this batch of devices carried out by the distribution centre in japan. It has been confirmed that there was a second device from the same batch shipped to this customer. The physician examined this device and advised that the stent was within specification and was mounted correctly on the device. From the information available this device was used per the directions for use (dfu) / product label. It is not possible to conclusively determine the exact sequence of events which resulted in the stent being incorrectly orientated on the device. Therefore the most probable root cause is undeterminable.